Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. The gore® cardioform septal occluder instructions for use list pericardial effusion requiring drainage as a potential device or procedure-related adverse event.

Event description:
It was reported the physician selected a 30mm gore® cardioform septal occluder to close a patent foramen ovale. The device was implanted without difficulty. As the patient was being transferred from the cath lab table to a stretcher, a pericardial effusion was noted. Pericardocentesis was performed and the patient stabilized.